Event description:
Additional information received from the healthcare provider indicated the patient had experienced no symptoms and x-rays were performed to confirm the fracture.

Manufacturer narrative:
It was not possible to match this event with any previously reported event. Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, lot# unknown, product type: catheter.

Event description:
Kovanda, t.j., pestereva, e., lee, a. Intrathecal baclofen pump migration into the peritoneal cavity: a case report. Anesthesiology and pain medicine. 2016;6(3). Doi: 10.5812/aapm.33031. Summary/reported events: a (B)(6) year-old male patient with a history of spastic cerebral palsy, shunted hydrocephalus, and epilepsy was referred for his baclofen pump refill as well as increasing discomfort from spasticity. He was being treated with baclofen administered via an intrathecal baclofen pump that had been originally placed in subfascial position more than 20 years ago. His pump had been replaced twice previously. Specifically, he had undergone one previous end-of-service pump replacement and one revision to replace a fractured catheter, and the patient had not experienced any complications with any of his prior pump refills.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.